Event description:
Caller reports that during a correlation study the following coaguchek xs 1/coaguchek xs 2 results were obtained: 4.8 inr/2.0 inr; 2.3 inr/1.6 inr; 3.9 inr/2.2 inr; 6.6 inr/3.1 inr; 5.4 inr/3.0 inr; 4.5 inr/2.2 inr; 7.1 inr/2.6 inr; 6.2 inr/3.6 inr; 3.4 inr/1.8 inr. No actions taken based on device result. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
This medwatch report is for the suspect device used in system 1 (lot number 21333312, expiration date 09/30/2013). Reference medwatch report with (B)(6) for the suspect device used in system 2.